Event description:
An altitude alarm was reported on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided tips to prevent future altitude alarms, and the customer was able to resume insulin delivery using the original cartridge without needing to replace it.